Event description:
The pt, while at a convention (early summer 1999), obtained blood glucose results on her one touch profile meter of 19 and 31 mg/dl. She did not take her insulin. Throughout the day, she continued to obtain low results while feeling tired. At 11 pm, she had her blood glucose tested at a local pharmacy with a result of "hi". At the pharmacist's suggestion, she went to the e.r., tested her blood glucose at "800" and was treated with 8 units regular insulin and an unknown amount of nph. She purchased a new meter and tested with a result of approx. 460 mg/dl. It was determined, through troubleshooting, that the one touch profile meter was out of calibration.